Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 12 of 18. The technical service representative (tsr) determined that the hp left a clamp open on an unused line which caused air to enter the setup. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was made aware that the home patient (hp) left a clamp open on one of the unused lines which caused air to enter the setup. The rn stated the hp has had no injury or medical intervention from this incident. There were no further details.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.